Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved and/or logs were not provided for evaluation. The reported defect was not confirmed. All information concerning this reported incident has been included in our trend analysis of the product line.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: b braun IV pump was programmed incorrectly with a 2g magnesium sulfate infusion. The infusion was programmed as a primary, as no magnesium sulfate option is present under secondary infusion in the pump library. The rn selected 2g in 100ml instead of 2g in 50ml.  This caused the patient to receive the entire dose at a faster rate.